Event description:
Customer reported the insulin pump drains the battery quickly. Each time customer inserts a new battery the device alarm low battery and failed battery test. Customer stated the device has a small crack near the battery compartment. Customer's blood glucose was unknown. Customer does not know how damage occurred. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.